Event description:
It was reported during a laparoscopic cholecystectomy the er320 clips appeared to not be forming correctly. They had a somewhat scissored appearance. No one remembers how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: damaged jaws. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the jaws were slightly bent. Due to the damage to the jaws, the remaining clips were scissored. No conclusion could be reached as to how the damage to the instrument occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.